Event description:
Additional information was received from the patient. They reported that the issue has resolved

Manufacturer narrative:
Continuation of d10: product ID tm90q0 lot# serial# (B)(6) explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in need of assistance in connecting to their settings. The nurse stated the patient's memory was going and the patient couldn't figure out how to get the settings right for their stimulator. The caller conference the patient on the phone and the patient confirmed the therapy was helping but that they no longer felt their stimulation so they wanted to connect to their settings to increase the stimulation. The patient stated they had a bad memory so they needed someone to help them "with the buttons" because they would forget how to use their external devices and had a difficult time with them. The patient stated the new devices were not like their old programmer for their old implant. Patient services walked the caller through connecting the handset and communicator to the stimulator and the caller was able to successfully connect to their settings and I increase the stimulation to a comfortable level in their bike-seat region. The external devices were functioning as intended. Patient services wanted to note, however, that prior to connecting, when the patient had placed the communicator over the implant site the patient stated that they could feel "it tingling" under the skin. Patient services did not ask any further questions as they were focused on the reason for call. Patient services reviewed therapy and stimulation considerations with the patient. The patient was going to call patient services back if they needed further assistance and reach out to their health care provider (hcp) if they ever experienced symptom issues (accidents). Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.